Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported uncut area on the bed cut in the right eye during lasik surgery. Surgeon tried to separate the flap manually by using crescent knife. Unable to separate. Surgery was postponed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. Logfile shows sixteen successfully performed treatments. The reported treatment could not be identified in the logfile due to missing treatment report. No technical root cause could be identified. Treatment report and pre and post-op topographies have been requested but not provided; without additional information, a proper investigation cannot be performed. The root cause could not be determined conclusively, as not enough information was provided. The manufacturer internal reference number is: (B)(4).